Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.1, -8.00/+1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced elevated intraocular pressure, inflammation and pigment dispersion. Medical intervention was prescribed, it was reported that the condition of the patient is improving. Patient is being monitored. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.